Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a broken reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported that a piece of plastic of the reservoir compartment is coming out from the insulin pump. Customer was unaware of how this damage occurred. The blood glucose reading was 112 mg/dl. Nothing further was reported.